Event description:
The suspect meter exhibited variation in test results when comapred with the lab. The following results were reported: in ratio 5.2, lab 4.67. Technical support explained the possible causes for the discrepant results. The rpeorter shall retrain her staff and call back with any questions.

Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 5.2, lab 4.67. Technical support explained the possible causes for the discrepant results. The reporter shall retain her staff and call back with any questions.